Event description:
It was reported that increasing pacing lead impedance and capture threshold were observed. A decrease in r-wave sensing was noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.